Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that customer received a low battery alarm. Batteries were changed, and then a failed battery test alarm was received. When batteries were changed once again, customer received a black screen and blank display. Customer's blood glucose was 180 mg/dl. It was reported that insulin pump did now show signs of physical or moisture damage. Display screen returned with battery change. Customer's mother was advised that battery cap would be replaced as a courtesy. No further information provided.